Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as it fell off during use after 1.5 days of use. Patient confirmed doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient replaced infusion set and resumed insulin successfully. No further information available.